Manufacturer narrative:
Concomitant medical products: 1581 lead; 1488tc lead, implanted: (B)(6) 2004.

Event description:
It was reported the patient presented to the emergency room with fever; chills; sweating; and generalized malaise. Inspection revealed a pocket hematoma and the site was red and warm to the touch. The patient was started on intravenous antibiotics. Blood cultures were positive for staphylococcus and there was bacteremia; septicemia; and infection. The lead was removed and replaced. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.